Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: liner fully expanded (as designed), sheath shaft curvature (likely due to packaging), radial tip tear along distal liner edge, hdpe stretching along distal tip tear, and all score lines present with soft tip damage. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery revealed the patient's access vessels had tortuosity and calcification within the femoral bifurcation. In this case, the complaint of sheath distal tip torn was confirmed per evaluation of the returned device. The reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. As such, available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as these patient factors were confirmed via 3mensio imagery. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the s3ur valve was unable to cross the native annulus due to a very tight native valve with a lot of calcium. Multiple attempts were made to cross the annulus using different flex variations, changing out wires and adding 1cc to the balloon. Ultimately, the devices were removed from the patient as a failed tavr attempt. Per report, there was no harm to the patient. According to pre-decontamination observations of the returned devices, the distal tip of the 16fr esheath+ was torn radially.